Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found to have a bent grip. The tip did not align with the other grip. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following information was obtained: it was reported that during a da vinci-assisted low anterior resection surgical procedure, when the customer attempted to use the medium-large clip applier instrument to clip, the clip came off. The procedure was completing as planned with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. During the procedure, the instrument passed engagement and the jaw was opened a little upon inserting into the patient¿s body. The customer indicated that while the surgeon attempted to use the instrument to clamp on a vessel or tissue bundle, the hem-o-lok medium-large clip fell into the patient. The customer retrieved the clip during same procedure and also performed post-operative tests to check for remaining fragments. Additionally, the instrument did not collide with any other instrument or tool, but the surgeon noticed that the clip was dislodged from the instrument. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no damage noted on the cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Corrected information can be found in the following fields: d4 (batch sequence was added to the lot number).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip came off when the customer attempted to use the medium-large clip applier instrument. There was no report of fragments falling inside the patient. The procedure was completed as planned with a backup instrument. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.